Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. RMA issued for fusion system. Wheel is not repairable on site.

Event description:
A biomed rep from the site reported that one of the casters broke off their fusion navigation system. The cart is currently being propped up; it did not fall over. There was no pt present.